Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device and remained in his finger after firing the device. No medical treatment required. No adverse event reported. Requested return of suspect device.